Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a non-penumbra microcatheter. During the procedure, while retracting and attempting to reposition the microcatheter within the vessel, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient. The procedure was completed with additional pod pc coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 01/09/2023.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a ruby coil (ruby) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted pod pc into the target location. Next, while retracting and attempting to reposition the microcatheter within the vessel, a pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient. The procedure was completed using an additional pod pc coil, a ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the ddt was fractured on the distal end of the pusher assembly. If the device is retracted against resistance during use, damage such as this may occur. This damage likely contributed to the detached embolization coil. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation also revealed offset coil winds on the embolization coil and pusher assembly kinks. This damage was likely incidental to the reported complaint and may have occurred after removal of the device from the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.